Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated the suction cylinder contained foreign objects and the channel head tube contained foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.